Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a lap sigmoid colon procedure, the device was used to staple the anastomosis. Diverticulitis. During the case, there was no intra op leak and the donuts were complete. The patient was given a colostomy as this is the surgeon normal practice to divert the patient. Three days post op the patient came to doctor's office with signs of sickness. The doctor gave the patient antibiotics and fluids. At the six week post op follow up, the doctor performed a leak test and found a leak in the anastomosis. The patient was not taken back to surgery yet. An MRI is being done to make sure there is no abscess. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Event description:
In a call with the surgeon on (B)(6), 2012, he stated that the blue reload was used with the echelon firing. He uses a hand thrown whip stitch purse string with prolene suture. He closes the circular instrument down as far as possible before he uses the stapler, almost at the bottom of the ctc gauge. The patient was diverted (planned loop ileostomy) during the procedure. A leak was found in the six week study prior to reanastamosis procedure. The patient is currently being treated with antibiotics. A second operation has yet to be performed.